Manufacturer narrative:
(B)(4). Initial report: customer has indicated that the product is available to be returned to zimmer biomet for investigation. Concomitant medical products: medical product: calcar planar head 38mm, catalog #: 110032335, lot #: 560880. Medical product: echo por fem red lat nc 13x145, catalog #: 192513, lot #: 261910. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00413. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the echo biometric rpp stem could not line up with the same size broach. No impact to the surgery. No consequences or impact to the patient.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00413-1. It was reported echo biometric rpp stem does not line up with same size broach. Did not affect surgery outcome or patient. Visual inspection of the returned product confirms that there are no visual issues relating to the reported event. The instrument appears to be in good condition with little wear or damage. The 110032332 calcar planar shaft - zimmer is not compatible with the echo biometric rpp stem instruments as reported in this complaint, this instrument is designed to be used with zimmer instruments only. The broach stem for the echo bi-metric stem system is a different diameter to the zimmer equivalent therefore will not fit. A review of the complaints database shows that we have received no reported event for " implant position incorrect " for the same item number ¿110032332 ' prior to the reported event. The severity of the reported event and calculated occurrence for this complaint are in line with the risk file. The overall score is negligible risk. Risk assessment: a. Severity assessment. The severity associated with the above line is 2 this gives a severity score of 2 (minor) b. Is actual severity in line with the risk file? The actual severity score is in line with the risk file. Occurrence rate assessment a. September 2017 to september 2020 b.(B)(6) sold the given period. C. Complaints history search criteria. Part number review: search criteria: item number 110032332 & 110032335 and complaint category ¿implant position incorrect' complaint description ¿ reviewed for any position errors number identified - 1 (including initiating complaint) lot number review: search criteria: lot number ¿ 944940 & 560880 complaint description ¿ reviewed for any relating to position errors number identified - 1 (including initiating complaint) d. 1 complaints reported during the time period. E. Occurrence ratio: 1:99509 risk score severity 2 x occurrence 1 = 2(negligible risk).

Event description:
It was reported that the echo biometric rpp stem could not line up with the same size broach. No impact to the surgery. No consequences or impact to the patient.